Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Units left on reservoir matched properly with units left on status screen. No unexpected low reservoir alarm noted during test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and scratched around casing.(B)(4).

Event description:
Customer reported a hospitalization event for diabetes ketoacidosis. The customer's blood glucose was 280 mg/dl at the time of the call. She stated she was treated with the insulin pump. Customer also reported calling 911 on (B)(6) 2014. Blood glucose at the time of the 911 call was 280 mg/dl. She stated she was hospitalized due to her diabetes ketoacidosis. The customer could not recall any significant events leading to her hospitalization. Troubleshooting found insulin was able to exit from the tubing and there was no leaks on her insulin pump. She then reported a blood glucose of 48 mg/dl. She stated she would treat with food. The customer also reported being hospitalized for a second time due to her diabetes ketoacidosis. Troubleshooting found the customer's insulin pump passed the high pressure test. It was also reported the customer's insulin pump was alarming six times in an hour. Customer's father asked to have the insulin pump replaced. No additional information provided.